Event description:
Additional information received indicated that the device was explanted and discarded due to the elective replacement indicator (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a charge time out on the device. Technical support was contacted and recommended performing manual capacitor maintenance to resolve the event. Manual capacitor maintenance was performed on the device to resolve the event. The patient was stable.